Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (medical history and reason for intervention) are not available. The device is an 8f vista brite tip guiding catheter but the catalog and lot number are not available. A copy of the publication is attached to this report. Aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5. As reported in the literature by aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5; reports that femoral venous access was gained with an unknown 8f sheath and an 8f vista brite tip guiding catheter resulted in three patient requiring surgery for a femoral artery pseudoaneurysm. The guiding catheter had been positioned into the right or left jugular vein just below the jugular bulb. The guiding catheter was used for the intracranial stent placement in the patients to improve the signs and symptoms of idiopathic intracranial hypertension (iih) of the patients. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis or procedural films, the reported customer event ¿femoral artery pseudoaneurysm¿ could not be confirmed and the exact root cause could not be determined. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Although a conclusive root cause could not be conclusively determined, a probable root cause may be attributed to stick technique, anticoagulation, blood pressure and/or adequate device removal technique. Based on the limited information available for review, there is no indication that the event is related to the devices design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by aguilar-pérez, m., et al. (2017). Endovascular treatment of idiopathic intracranial hypertension: retrospective analysis of immediate and long-term results in 51 patients. Neuroradiology, 59(3), 277-287. Doi:10.1007/s00234-017-1783-5; reports that femoral venous access was gained with an unknown 8f sheath and an 8f vista brite tip guiding catheter resulted in three patient requiring surgery for a femoral artery pseudoaneurysm. The guiding catheter had been positioned into the right or left jugular vein just below the jugular bulb. The guiding catheter was used for the intracranial stent placement in the patients to improve the signs and symptoms of idiopathic intracranial hypertension (iih) of the patients.